Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Healthcare professional reported right side rupture and seroma as well as exchange from textured to smooth due to concern with the product. Device remains implanted.

Event description:
Healthcare professional reported right side "capsular contracture grade unknown", "increased risk of breast implant associated alcl-lymphoma". The device has been explanted and replaced. No pericapsular fluid was detected.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side rupture and seroma diagnosed via mammogram, ultrasound, and MRI as well as exchange from textured to smooth due to concern with the product. Later, healthcare professional reported right side "capsular contracture grade iii", "increased risk of breast implant associated alcl-lymphoma". The device has been explanted and replaced. No pericapsular fluid was detected per operative report. Seroma is no longer reportable to the FDA.

Manufacturer narrative:
Seroma-late is no longer reportable to the FDA as operative report found "no pericapsular fluid detected". Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. No other observations observed, no further actions are required. Reason for explant: capsular contracture updated to baker grade iii.